Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hypoglycemia on the reported event date ((B)(6) 2024). Hypoglycemia was preceded by a period of hyperglycemia (~6.5 hours) that followed a usual for me dinner meal announcement. An additional meal announcement was delivered during this time (less than usual breakfast). Review of device data shows excessive use of the meal announcement, especially during periods of hyperglycemia, likely in attempts to deliver correction insulin, leading to maladaptation of the device. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. It is likely that the misuse of the meal announcement feature led to this hypoglycemic event, as it appears a meal announcement was delivered in an attempt to correct hyperglycemia, leading to insulin stacking. In addition, this was part of a pattern of behavior that led to overall maladaptation of the device, contributing to the severity of the event. Lastly, turning off the glucose falling quickly and low glucose alerts also likely contributed to the severity of the event.

Event description:
On 6/10/2024 an ilet user's mother reported the user experienced a low blood glucose (bg) event requiring the assistance of ems. The event occurred on (B)(6) 2024. The user was at their father's house, and there had been no deviation from his normal routine before bed. The father received a low alert and found the user having a seizure. Ems was called, and the user was administered IV glucagon. Due to the user's slow recovery from seizures, they were transported to the ER as a precaution. Although the user had a history of seizures from low bg before using the ilet, the user had not had one in years. The mother also mentioned that the user is allergic to insulin. After being released from the hospital the same day, the user reconnected to the ilet. The user has elected to discontinue use of the ilet. This is the first of two low bg events reported for this user. This medwatch report details the low bg event on (B)(6) 2024. A medwatch report detailing the second low bg event on (B)(6) 2024 is submitted on MFR report #: 3019004087-2024-00255.